Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After a non-bsc guide catheter advanced to the lesion. A 3.00x28mm promus element plus was selected and advanced to treat the target lesion. It was noted that stent hanged up with the non-bsc guide catheter. When the stent and the guide catheter were removed, it was observed that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).